Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During incoming inspection of the device it was noticed that the item was broken.

Manufacturer narrative:
Evaluation revealed the guide wire pusher t2 tibia to be the subject products. No further associated products were reported. Physical examination was not performed as the device was not returned. No deviations were found during review of the manufacturing and inspection documents (DHR). The instrument was documented as faultless prior to distribution. As the device had been in use for approx. 4 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. With available information a more precise statement was not possible from technical point of view. In case further relevant information or the item should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the instrument was not be verified. Device in transit.

Event description:
During incoming inspection of the device it was noticed that the item was broken.